Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the device was broken/damaged, cracked front case. There was no patient involvement.

Event description:
The customer reported that the device was broken/damaged, cracked front case. There was no patient involvement.

Manufacturer narrative:
The investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced front/rear cases, barrel clamp, left/right handles, lens indicator, rear door, lock label assy, harness handset, left/right iui & ac cord wrap. Performed calibration. A review of the device history record showed the device had a manufacture date of 06apr2006. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to damaged/cracked front case pca. A review of the complaint history record in trackwise and sap was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
The customer reported that the device was broken/damaged, cracked front case. There was no patient involvement.

Manufacturer narrative:
A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. A review of the device history record showed the device had a manufacture date of 06apr2006. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
The customer reported that the device was broken/damaged, cracked front case. There was no patient involvement.